Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the pdm delivered uncommanded boluses. This condition could contribute to hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's father that the patient's pdm (personal diabetes manger) delivered multiple unprogrammed boluses. The patient reported around 9 am on 9 oct 24, the patient heard the pod clicking as it does when insulin is being delivered. She looked at her pdm and noticed at 7:33 am, an unprogrammed bolus of 1.7 units had been delivered by the system without user intervention. The pdm was reported to be in a pouch on the patient's body at the of this reported unprogrammed bolus. She visited her school nurse who reached out to the patient's parents at 8:03am. The parent's gave instructions to remove the pod. The pod was removed from the patient's body but kept active. The father reported additional unprogrammed boluses were delivered after removal from the patient. The pdm history showed 2 additional unprogrammed boluses delivered one at 8:25 am and the other at 8:50 am after removing the pod from the patient's body. The patient was in physical education class at school with no access to the pdm when the unprogrammed boluses at 8:25 am and 8:50 am occurred. The father confirmed a passcode is set up on the pdm in order for it to be accessed and programmed. The patient denies programming these boluses, and reported the last time she interacted with the pdm was at 6:31 am that morning.

Manufacturer narrative:
The user reports several uncommanded boluses being delivered on 09oct2024. Inspection of the android log files downloaded from the returned device and logs downloaded from the cloud system showed evidence of interaction with the controller in order to program all of the reported boluses. No evidence of an uncommanded bolus was observed in the log files. Physical testing of the controller found no issues that would result in an uncommanded bolus. Touch screen testing found no evidence of increased sensitivity or phantom touches that would contribute to an uncommanded bolus. All boluses programmed during testing required interaction with the controller. No evidence of an uncommanded bolus or issues that would contribute to an uncommanded bolus were observed during the investigation.